Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. There were no device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event and patient outcome include the patient's supratherapeutic inr and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by clinical engineering that the patient was found unresponsive by family members and brought to local emergency department. The patient was diagnosed with hemorrhagic cerebrovascular accident (hcva) in the setting of supra-therapeutic international normalized ratio (inr). The patient was determined to be completely unresponsive and was declared brain dead. No autopsy was performed, and the pump remains implanted in the patient post-mortem. The site does not believe that the reported event was a pump-related issue.